Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose as well as the insulin pump had a pump error alarm. Customer¿s high blood glucose value was 474 mg/dl. Customer stated that they experienced a low blood glucose and the blood glucose level was 65 mg/dl and 88 mg/dl. Customer treated with insulin pump for high blood glucose. Customer treated with juice for low blood glucose. Customer stated that the self-test was not passed. Customer stated that he insulin pump received failed battery alarm. The product will return for the analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the displacement accuracy test. No unexpected pump error 15, pump error 4, or pump error 63 alarms during testing however, pump error 15 alarm, pump error 4, and pump error 63 alarm are found in the formatted history file. Pump error 15 and 4 alarms are due to a software error and pump error 63 alarm is due to broken traces at the keypad assembly. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power loss alarm or failed battery test noted during testing or in the pump trace download files.